Event description:
It was reported that during a percutaneous coronary intervention, guide wire separation occurred. The patient experienced a myocardial infarction less than 72 hours prior to the procedure. Vascular access was gained via the femoral artery. The 16mm long target lesion was located in the non-calcified and non-tortuous ramus with a reference vessel diameter of 2mm. Using a 182cm choice pt guide wire the physician crossed the stenosis without any problems. The physician used two non-bsc balloons for pre-dilation, and then used a 2.0x15mm maverick balloon to pre-dilate. After removing the maverick balloon, the physician observed a 27cm length of the guide wire detached outside the patient. The procedure was completed using the remaining distal portion of the same choice pt guide wire and with placement of a non-bsc stent. No patient complications were reported and patient status is "feeling well."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, guide wire separation occurred. The patient experienced a myocardial infarction less than 72 hours prior to the procedure. Vascular access was gained via the femoral artery. The 16mm long target lesion was located in the non-calcified and non-tortuous ramus with a reference vessel diameter of 2mm. Using a 182cm choice pt guide wire the physician crossed the stenosis without any problems. The physician used two non-bsc balloons for pre-dilation, and then used a 2.0x15mm maverick balloon to pre-dilate. After removing the maverick balloon, the physician observed a 27cm length of the guide wire detached outside the patient. The procedure was completed using the remaining distal portion of the same choice pt guide wire and with placement of a non-bsc stent. No patient complications were reported and patient status is "feeling well".

Manufacturer narrative:
Device evaluated by MFR: after visual inspection before decontamination process, device was received in two sections, both section present kinks. The device presents: fracture located approximately at 26.8 cm from the proximal end, with a kink at 25.5cm from proximal end. All outer diameter measurements are within the specifications. Further analysis determined that the failure occurred due to a fatigue event preceded by a final tension overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).